Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was noted that the right atrial (ra) lead exhibited intermittent atrial under-sensing. It was further noted that the right ventricular (rv) lead had undefined impedance qualified as high. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.